Manufacturer narrative:
Product complaint #:(B)(4). Dmf# (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to treat infection. All implants removed. Doi: (B)(6)2018. Dor: (B)(6)2021 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 21 dec 18. 1 unrelated non-conformance on this lot number, final micro and sterlity tests passed.